Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was under infusing. The following information was received by the initial reporter with the following verbatim; IV start kit was observed to be at a 1.5ml/second flow rate at a maximum psi of 300". Per the facility "that is too low of a flow rate for power injection".

Manufacturer narrative:
The customer reported that extension set caused inaccurate readings, and returned a photo as well as three unused samples. The samples were sent in along with related pr 10481072. The samples were tested under normal lab conditions, a leak test at 10 psi for 30 seconds. No issues were found and the complaint could not be verified. The parameters of the flow rate test detailed by the customer are beyond what is required in terms of post market quality. The customer could consider an extension set with larger-bore tubing for higher flow rates. The root cause for the flow rate issue could not be found with the investigation performed. A device history record review could not be performed on material dyndtc5002 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.